Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. The customer¿s blood glucose level was 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.